Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a consumer on 2016-04-22. The patient reported that their pump started alarming in (B)(6) 2015 after a missed refill in (B)(6) 2015. The patient reported that their car had broken down and they could not get to the refill. The appointment was rescheduled but in (B)(6) a company representative had tried to read the pump and said it was unreadable. The pump was not refilled and the patient was dismissed from their healthcare professional (hcp). The patient is looking for a new hcp and has pain in their back because they are not getting therapy. And part of the reason for their pain is also the permanent nerve damage in their legs. The consumer reported additional information on 2015-may-11. The patient had been getting worse the last couple of months excruciating pain, has fallen a lot, and her back locks up. The patient reported having difficulties finding a new physician. Additional information was reported by the consumer on 2016-may-16. The patient reported being in pain, almost bed ridden, and if they try to walk they will fall. The patient reported that some hcps have told them the pump could be damaged if it is not refilled. And, there is no guarantee that their pump would work because it had been empty.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from healthcare professional (hcp) via a company representative in regard to a patient receiving bupivacaine 2 mg/ml at 0.4729 mg/day, and morphine 5.0 mg/ml at 0.945 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported that an alarm was heard, but telemetry had not yet been performed. The patient recently had elbow surgery that was not related to the pump and the patient let the pump run dry. The pump started alarming more than a month prior in (B)(6) 2015. A report indicated the patient's low reservoir alarm date was (B)(6) 2015. No symptoms reported. Additional information received from a company representative. It was reported that because the patient has been non-compliant with refills and the hcp decided to refer to the patient to a surgeon with a recommendation of pump removal.